Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with a remote interface adaptor (ria) pca. The system was repaired by replacing the affected ria pca. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of june 26, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the surgical procedure, the customer experienced "power fluctuation" errors. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.